Manufacturer narrative:
There is more information on the device evaluation. Additional information was also received from the customer for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, and h10. Device was inspected before use with no abnormalities noted. The device was not dropped nor came in contact with any hard surface. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no unevenness. There was picture failure due to buckling at the reception terminal of the video connector (image does not appear or flickers). It is considered that the cause of terminal bend was caused by the scope used, in the following way: 1) when inserting the endoscope into the video connector receptacle, if the connector tip on the endoscope side has foreign matter stuck on the tip; this gets caught in the terminal of the video connector receiver. 2)by inserting the endoscope further with the terminal caught, the terminal is pushed back and bent. The instructions for use includes the following statements: operation manual (connection of an endoscope 6.3) contains the following descriptions, which may prevent this issue from happening: confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. Confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged. Confirm that the video connector of the videoscope is not damaged.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the device connection port, where the camera is connected, there is no image seen, only flickering and no video. This is attributed to the bent contact pin inside the receptacle board.

Event description:
As reported for this event, during preparation for use, the device had no image on the monitor with 180 series scopes. There is no patient involvement.